Event description:
Information was received indicating that this ambulatory infusion pump exhibited a downstream occlusion alarm during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd®-solis ambulatory infusion pump was returned for analysis in good condition. The event history log was reviewed, finding "downstream occlusion." The customer's complaint was verified while the pump was running. The downstream sensor was tested and the device activated at 1; below specification. Based on the evidence, the downstream sensor was the cause of the complaint. However, the root cause is unknown.